Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock on (B)(6) 2017 during a dermatological procedure from their implantable cardioverter defibrillator. A magnet was not placed over the device to disable therapy before the procedure. The patient was fine and no intervention was performed.